Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 72 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage e. The patient was additionally noted to be on vasopressors and inotropes for hemodynamic support. During support, potential hemolysis was reported and was identified by red-tinged urine observed in the foley catheter. Concurrent bleeding at the impella insertion site was also reported. Echocardiographic imaging confirmed appropriate pump position, and slack was removed in the catheterization laboratory. The insertion site was dressed appropriately with no pressure applied to the repositioning unit. No blood products were administered. It was unknown whether repositioning resolved the suspected positioning issue. The device was noted to have not been removed due to the reported events. While on support, the impella cp device was operating at performance level 6 with expected flows of 2.7 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The following day, the impella cp device was successfully removed with no additional adverse events reported. The patient survived to explant.